Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. It was also noted there was extra-cardiac stimulation from the rv lead. The physician elected to cap and replace the rv lead on (B)(6) 2022. The patient condition was stable.